Event description:
We have two incidents in 2007 of rusch robertazzi nasopharyngeal airways ending up lodged inside the airways of our patients. This applies to the new green non-latex model -i.e model ref and others. In one incident, the robertazzi nasopharyngeal airway was inadvertently pushed into the right bronchus during a trans-nasal bronchoscopic procedure. This report applies to another incident which had the patient managing to inhale the airway into the hypopharynx during a coughing paroxysm. Both cases required physician intervention to remove the device from the patients airway. It is my opinion that the smaller sizes, i.e. 28f and smaller in the new green non-latex model are softer than the former natural latex models, and therefore, more prone to being aspirated by the patient's as the flange is too soft to prevent the entire device entering the lower airway via the nares. I would suggest these devices be withdrawn, and these airways be given either stiffer of larger flanges to prevent inadvertent aspiration of the device into the airway. These devices also lack of radioopaque line, and are somewhat difficult to visualize on plain chest radiographs. The device would be safer with a radiopaque line as seen in other such airways. Dates of use: 2007. Diagnosis or reason for use: airway obstruction. Event abated after use stopped or dose reduced? Yes.